Event description:
Customer reportedly received the following results at 7:30 am on the compact plus system within 10 minutes: 215 mg/dl and 78 mg/dl. Customer took 3 units of insulin based on the reading of 215 mg/dl. Customer stated he passed out at noon; friend called emts who tested the customer's blood with a reading of 17 mg/dl and took him to the hospital where he was admitted. Customer was treated with glucose tablets in the hospital; treatment received from emts was unknown. Customer had no symptoms prior to passing. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.